Event description:
Information received indicates the head section cannot be lowered electrically, manually or with CPR.

Manufacturer narrative:
The technician found the head drive screw was jammed. The technician replaced the head drive to repair the bed.